Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA: (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
I recently went to the dentist and he is concerned with my bite. My bottom teeth are clanking against my top front teeth and he feels my bottom teeth look longer than before. It does feel like my jaw can't rest properly as well.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.